Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data logs from the reported day of event are not consistent with the complaint as there is no ¿controller override error¿ and console has not been used past 2022-10-20. The reported controller errors and alarms were caused by purge assembly failure (piston blocked, pud communication issues), due to the purge motor being immobilized, causing excessive current draw from the power battery manager (pbm), which caused ¿pbm voltage out of spec¿ being reported. The cause of the aic issue was contamination. (Purge fluid leak). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. The device was removed from use and a loaner was sent to the customer to initiate return of this device. There was no patient harm reported.